Event description:
Patient stepped on a loose fitting water drain cover and incurred an ankle fracture. A cast was applied on the ankle for 7 days. When cast was taken off, injury was unhealed. The biodegradeable artimplant was then implanted in a bid to reinforce the tendon at her ankle. Immediately after the surgery, the implant was not closing up, and so created an open wound at her ankle. She's been in total discomfort and unable to ambulate since then. She has been back to the hospital 16 times and has had several surgeries with dr (B)(6) of (B)(6). The device did not disintegrate as advertised. Until yesterday, patient was in pain and with an open wound. Patient eventually changed doctors and the device was explanted. Patient questions the FDA approval process and is now demanding justice.